Event description:
It was reported that the patient with this implantable pacemaker thinks that the device was not working. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.